Event description:
Affiliate reported that the patient with a pain pump went to a 4.20 flight. Two hours into the flight she felt nausea but her mother thought that this was the usual thing with flying. The patient fell asleep and slept about 1.5 hours. Before landing they could not wake her up and she was then rushed into a hospital where she currently is. They still cannot wake her up but she is breathing by herself. The doctor believes the incident is related to pressure change from the flight.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device still implanted.

Manufacturer narrative:
Upon completion of the investigation it was noted that there is no link between the patient experienced effect during the flight and the observed flow level sensor offset. The effect experienced by the patient during the flight might be linked to a possible higher flow rate due to pressure decrease in the airplane cabin. The medstream pump instructions for use and in the patient manual describes the influence of altitude or ambient pressure changes to the pump flow rate. It has been communicated to the physician that the volumes indicated by the flow level sensor are incorrect, but based on the extracted/injected drug volumes the pump seems to flow according to specifications. The offset of the flow level sensor values lead to incorrect next refill date, number of days until the pump is empty display. Since the product was not returned (the pump is still implanted), the root cause of the flow level sensor offset could not be investigated. Codman has communicated to the physician and the patient that exposure to high altitudes and airline flights, but also high fever periods will modify the flow rate of the pump as outlined in the instructions for use. Adapted measures should be taken, like stopping the pump infusion and switch to oral medication during flights. It has been proposed to the physician to manually calculate the next refill date based on the filling volume according to the formula provided by the programming guide. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.